Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked. Customer¿s blood glucose level (bg) was over 500 mg/dl. Bg level was addressed with a correction bolus via the pump. Reportedly, the customer performed a cartridge change to resolve the issue.